Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung issues, shortness of breath, low oxygen levels and patient is currently seeing a pulmonologist. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Update to section b5 and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung issues to include ground glass findings on pulmonary exam, copd with associated shortness of breath and oxygen dependency, shortness of breath, low oxygen levels and patient is currently seeing a pulmonologist. No medical intervention was reported. Box b - adverse event/product problem, outcomes attributed to ae updated to reflect serious injury. Other relevant history (rfb) was mentioned incorrectly in previous report which was updated to no information. Box h-type of reported complaint, patient outcome code grid and health impact grid updated to reflect serious injury.